Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 184 mg/dl. The customer declined troubleshooting because she was driving. Advised the customer to perform a complete set change as soon as possible. She also noted that she messed up the tape on her sensor. Nothing further reported.